Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize te connection) was confirmed. As received, the monitor belt receptacle wires were damaged. Upon evaluation, the monitor belt receptacle was broken off from the monitor case, damaging the case where the belt receptacle attaches. The cause of the report failure is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor does not recognize the therapy electrode (te) connection.